Event description:
It was reported that during the one week post-op check the ventricular lead had increased threshold and decreased sensing. The lead was repositioned. Four days later it was noted that the lead was again dislodged. The lead was again repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).